Event description:
Customer reported the pump not giving any audible tones. Ran high pressure test and the pump did not alarm.

Manufacturer narrative:
The insulin pump was rec'd with no audible tone/beep due to broken negative transducer wire.